Event description:
Doctor reported events of "tube disconnect" and "perforated balloon" from journal article: "analysis of poor outcomes after laparoscopic adjustable gastric banding", surg endosc (2011) 25:41-47.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."